Event description:
Adverse event: "unexpected postoperative outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative outcome following intraocular lens implant surgery. Visual acuity was not improved and the iol was exchanged for a different model lens approximately three weeks after the initial surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2010 and 05/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).